Manufacturer narrative:
The insulin pump power up properly after the battery was installed. No blank display noted. The device alarmed radio frequency pic failed self-test error during self-test due to faulty connector on radio frequency board. Testing wasn't performed due to the alarm. The device had cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call, she was having issues with the insulin pump. While she was walking around the device started to count down and then it shut off, and then went back to normal. Today it counted backwards, shut off, and then came back on again. Alarm history was revised and it had radio frequency pic failed self-test. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised the device needed to be replaced. Customer was advised to revert to back up plan and she agreed to return the device for analysis.